Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 4.1, 3.5, 4.3, lab: 2.6. Date: (B)(6) 2011, inratio2: 2.3, lab: 0.9. On 2011, pt's coumadin was held based on lab value. All inratio meter tests were done on the same strip lot, but using 2 meters. It is unk which tests were done on which meter.

Manufacturer narrative:
Investigation pending.